Event description:
A caller reported an occlusion alarm. There was no adverse impact to the customers blood glucose level. The customer removed the cartridge, declined troubleshooting. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.